Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during breast reduction procedure, the clips fired out of the clip applier before they were completely formed. It fired out of the clip applier about two feet. The clips were malformed. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Additional information: evaluation summary post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with eight remaining clips. Microscopic inspection of the instrument revealed that the jaws were misaligned. Functionally, the instrument was fired once in air and the clip ejected from the jaws. The condition of the instrument prevented further evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the misaligned jaws condition may occur if the distal end of the device is subjected to excessive manipulation during application of the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.